Event description:
This spontaneous case was reported by a physician and describes the occurrence of myalgia ("muscle pain") and thyroid disorder ("thyroid dysfunction") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2010, the patient experienced myalgia (seriousness criteria medically significant and intervention required), thyroid disorder (seriousness criterion medically significant), arthralgia ("joint pain") and sleep disorder ("sleep disorders"). The patient was treated with surgery (essure was removed). Essure was removed in (B)(6) 2017. At the time of the report, the myalgia, thyroid disorder, arthralgia and sleep disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, myalgia, sleep disorder and thyroid disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-jun-2017 for the following meddra preferred term: myalgia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of myalgia ("muscle pain") and thyroid disorder ("thyroid dysfunction") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no medical history, no concomitant disease, no gynecologic pathology. In 2008, the patient had essure inserted. In 2010, the patient experienced myalgia (seriousness criteria medically significant and intervention required), thyroid disorder (seriousness criterion medically significant), arthralgia ("joint pain"), sleep disorder ("sleep disorders") and adverse event ("general symptoms"). The patient was treated with surgery (hysterectomy and salpingectomy (celiosurgery)). Essure was removed on (B)(6) 2017. At the time of the report, the myalgia, thyroid disorder, arthralgia, sleep disorder and adverse event had resolved. The reporter considered adverse event, arthralgia, myalgia, sleep disorder and thyroid disorder to be related to essure. The reporter commented: the reporter considered that essure contributed to the occurrence of events. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-oct-2017 for the following meddra preferred term: myalgia. The analysis in the global safety database revealed 36 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 5-oct-2017: it was reported that patient had general symptoms (new event added). Essure was removed by hysterectomy and salpingectomy (celiosurgery) on (B)(6) 2017. Lot number was unknown. Outcome of events were updated to recovered/ resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.